Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the distal tip of a paddle shaver was found twisted during a routine set inspection. This occurred outside of surgery with no reported surgical or patient impacts.

Manufacturer narrative:
The returned scraper was evaluated. The shaft has been twisted at the head on the distal tip; the complaint is confirmed. The cause cannot be definitively determined as the issue was noted during kit inspection with no further information of previous use events.